Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the drive support cap was not damaged and the insulin pump was not exposed to high magnetic fields. It was reported that the alarm history contained a motor position encoder error. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, and basic occlusion test. It was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside the device and passed. Motor may have had an intermittent failure not detected during our testing. We were unable to confirm encoder signal out alarm due to overwritten with additional alarms in alarm history screen. The device alarmed due to corrupted history file. No prime alarm was noted. The device was received with minor scratched lcd window.